Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the device. They swapped out to alternate device. Prior to swapping out patient temperature (pt) was 34.1c, targeted temperature (tt) was 36.5c, water temperature (wt) was 29.2c, water flow rate (wfr) was 1.1 l/m. Advised they might have an overfill since the water flow rate (wfr) was at adequate level. Offered to verify and walk through draining 16 ounces of water from device but nurse stated would call biomed to have them complete those steps. Noted could let biomed know that they could call back and to assist further. Per additional information received, charge nurse confirmed a biomed had completed the water drain while on the unit and put it right back into service. No further information available. Additional information will be added to the record if and when additional information has been received. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. Replenish internal solution: contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device alerted 113 reduced water temperature control and noted possible overfill. They swapped out to alternate device. Prior to swapping out, patient temperature (pt) was 34.1c, targeted temperature (tt) was 36.5c, water temperature (wt) was 29.2c, water flow rate (wfr) was 1.1 l/m. Advised they might have an overfill since the water flow rate (wfr) was at adequate level. Offered to verify and walk through draining 16 ounces of water from device but nurse stated would call biomed to have them complete those steps. Noted could let biomed know that they could call back and to assist further.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device alerted 113 reduced water temperature control and noted possible overfill. They swapped out to alternate device. Prior to swapping out, patient temperature (pt) was 34.1c, targeted temperature (tt) was 36.5c, water temperature (wt) was 29.2c, water flow rate (wfr) was 1.1 l/m. Advised they might have an overfill since the water flow rate (wfr) was at adequate level. Offered to verify and walk through draining 16 ounces of water from device but nurse stated would call biomed to have them complete those steps. Noted could let biomed know that they could call back and to assist further.